Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/03/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged communication issue was not duplicated. Review of black box data did not find any atypical activities and the total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned battery cap, the pump powered up and functioned properly. The pump paired successfully with a test meter. Normal and audio bolus exercises were executed using the meter and they were recorded correctly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on a specified date, the patient had experienced hypoglycemia due to a communication issue during bolus. Reportedly, the patient¿s blood glucose (bg) was at 62 mg/dl with cognitive impairment. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. Allegedly, the pump and meter were within range when the communication failure occurred. Review of bolus history did not show any record of bolus. Review of communication channel changes revealed that the channel changes were less than 5 values above/below the previous setting. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to a use error in that instruction for use was not followed when changing communication channels.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.